Manufacturer narrative:
E1. Initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿failed the downstream occlusion sensor test¿ was not reproduced. The device was tested for flow lines for downstream and upstream occlusion testing with passing results. A review of the event history log revealed multiple occurrences of downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be tubing guide set up out of specification and tubing guide shim was found lifted/ not properly sitting in the recess. The tubing guide will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion sensor test during testing. There was no patient involved. No additional information is available.